Event description:
It was reported that patient presented in clinic for routine follow up with multiple mode switching episodes. Intermittent atrial undersensing due to p wave falling on top of a paced ventricular events and subsequent functional loss of capture was observed. The device was reprogrammed and patient will be monitored.

Event description:
It was reported that patient presented in clinic for routine follow up with multiple mode switching episodes. Intermittent atrial undersensing due to p wave falling on top of a paced ventricular events and subsequent functional loss of capture was observ...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.